Manufacturer narrative:
This report is for an unk - screwdrivers: shafts/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the intra-op event on (B)(6) 2019, the surgeon had used two-column plates for at least 4 years, but especially this year, he faced the events like screwdriver shafts stripping screws several times. There was no surgical delay. No patient consequence. Concomitant device reported: unknown plate (part # unknown, lot # unknown, quantity unknown), unknown torque limiter (part # unknown, lot # unknown, quantity 1), unknown torque limiter handle (part # unknown, lot # unknown, quantity 1). This is report 1 of 2 for (B)(4). Related to (B)(4).